Event description:
Valley lab bovie was being used to cauterize during tonsillectomy . A burn was noted on right inside of mouth. Handpiece and electrocautery unit were isolated and new unit was used to finish procedure.